Manufacturer narrative:
Device available for evaluation - yes. Distributor indicated that this laser has been checked and there was no technical problem. Furthermore, surgeon does not believe that the issue was linked with the system. Placeholder.

Event description:
Distributor reported patient experienced diffuse lamellar keratitis post operation in right eye.

Manufacturer narrative:
It was reported on (B)(6) 2014 that additional intervention was required (flap lift and rinse) and that inflammation lasted less than a month. Placeholder.

Manufacturer narrative:
(B)(4). The distributor is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.